Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 277 mg/dl, 171 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.